Event description:
It was reported that the user could not read the lower screen of the external pulse generator (epg) and the device was not capturing. The biomedical engineer tested all functioned with a sigma pace 1000 with no difficulty and had no problem reading the lower liquid crystal (lcd) display. The biomedical engineer felt it was the user and not the device. Testing showed the device operating as designed and the issue of capture could not be duplicated. Epg working as designed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).